Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check prior to cardiac ablation procedure, review of stored auto mode switch episodes revealed atrial oversensing and inappropriate mode switch. All other electrical measurements were stable. Aside from the stored single episode no other inappropriate sensing was observed during device interrogation. No intervention was performed at this time. No patient symptoms were reported.